Manufacturer narrative:
(B)(4). The customer returned one sheath/dilator assembly from a cl-07624 kit. A visual inspection was performed on the sheath/dilator assembly and no issues were identified. The outer diameter of the lower locking portion of the dilator hub was measured and was not within specification. The inner diameter of the sheath valve cap was found to be within specification. The dilator would not snap into the sheath hub and required little force to be removed. A device history record (DHR) review was performed and no relevant findings were identified. The customer reported issue of the dilator and sheath not locking together was confirmed during the complaint investigation of the returned sample. The dilator would not fully snap into the sheath cap and required little force to be removed during functional testing. The outer diameter of the lower locking portion of the dilator hub measured out of tolerance during dimensional testing; therefore, the probable cause of this issue is manufacturing related. A CAPA was previously generated to further investigate this issue.

Event description:
The customer alleges that the sheath was not associated with the dilator.a new set was used and the procedure was completed successfully.

Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that the sheath was not associated with the dilator. A new set was used and the procedure was completed successfully.